Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury. The reporter stated the cause of the torn lens may have been due to loading.